Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed autofill, fiber optic and pressure tests. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was able to reproduce the customer's complaint. Verified that the device was not filling balloon and causing an autofill failure. Also was failing the safety disk leak test, pneumatic interface module test and drive manifold test. Fse replaced pneumatic interface module (d012-00-1708) and retested with the device still failing. Exchange pneumatic interface module with the original part. Troubleshot issue further and found that the drive manifold assembly was the cause of tests failing. Replaced the drive manifold (d104-00-0031) and muffler 1/8 npt (d103-00-0631). During testing verified that the fiber optic was working. Reset the fiber optic module pcb and functional tested the device without any further failures or issues. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. Patient involvement is unknown. The failure analysis and testing department installed the drive manifold into cardiosave test fixture serial number (B)(6). Performed and tested in accordance with the cardiosave service manual part number 0070-00-0639 revision r in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of autofill failure. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per procedure 0002-07-d008 rev an. The failure analysis and testing department installed the backplane cable into cardiosave test fixture serial number (B)(6). Performed and tested in accordance with the cardiosave service manual part number 0070-00-0639 revision r in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of autofill failure. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the backplane cable in the failure analysis and testing department per procedure 0002-07-d008 rev an.